Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A physicians office worker reported via phone call that the customer's insulin pump appeared to have under delivered. The customer¿s blood glucose level was unknown at the time of the incident. The caller had uploaded the pump and was reviewing the reports. The issue was with the bolus wizard. The caller was informed that it was possible that the boluses had been manually over ridden as 2 boluses were over ridden that day. Troubleshooting was not completed. The insulin pump will not be returned for analysis.